Manufacturer narrative:
(B)(4). The device was not returned and a device evaluation was not performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 102 (night drain #2) alarm occurred on a homechoice machine during drain two of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s prescribed fill volume. The therapy mode was continuous cycling peritoneal dialysis (ccpd) / intermittent peritoneal dialysis (ipd). The technical service representative explained the alarm to the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.